Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side "irregular anterior contours, of non-specific aspect, which may be related to intracapsular rupture" and "punctate calcifications" via ultrasound. The device status is unknown.